Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the reportable malfunction was most likely due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, etc. As a result, humidity most likely invaded the light guide lens, leading to corrosion. However, the root cause of the events could not be determined. The suggested event is detectable by handling the device in accordance with the following IFU: IFU states the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the finding in b5, the device evaluation also found the following: the angulation malfunctioned in the up direction due to the worn angle wire. The bending section cover adhesive was cracked. Waterproof failure due to the defect in the forceps channel port. Corrosion was found due to electrical connector leakage. The forceps lever did not work smoothly due to the worn knob wire. The objective lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope forceps elevator did not raise and fall smoothly. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, it was found that the inside of the light guide lens was discolored. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.